Event description:
Had a realize band put in 2010 and in 2005 had to have it removed due to severe acid and a hernia. Due to the damage, the realize band caused I will always have problems. FDA safety report ID # (B)(4).